Manufacturer narrative:
Device was used for treatment, not diagnosis. The two unknown screws were not received with the associated torque limiting instrument on (B)(6) 2016. These screws are not expected to be returned to the manufacturer for evaluation. If these devices do become available for evaluation, this complaint will be reopened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. This report is for two unknown screws. Part and lot numbers were not available for reporting. Due to the intra-operative events, the subject devices were not successfully implanted. As such, no implant/explant dates are applicable. The subject devices are expected to be returned to the synthes manufacturer for evaluation but have not yet been received. (B)(6). The 510(k): unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that during an unspecified during surgery two screw heads broke off while using the torque limiter. The surgery was not prolonged. This report is for two unknown screws. This report is 1 of 1 for (B)(4).